Event description:
On (B)(6) 2013, the following info was reported to kci by the nurse: on an unk date, upon performing a dressing change, a foreign material alleged to be either v.a.c. Granufoam or v.a.c. Granufoam silver dressing was retained in the pt's wound tunnel. On an unk date, the pt went to the emergency room, and the physician allegedly confirmed that a foreign material was retained in the pt's tunnel. No surgical intervention was provided, and the pt was discharged. On (B)(6) 2013, the following info was reported to kci by the nurse: the pt is scheduled for surgical removal of the foreign material on (B)(6) 2013. The pt has no signs or symptoms of infection.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. On (B)(4) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specs. On (B)(6) 2013, the device was placed with the pt. On (B)(4) 2013, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes: wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing eval of the wound condition and the pt's clinical presentation, rather than a fixed schedule. V.a.c. Whitefoam dressing is recommended for use in tunnels. Do not place foam into blind or unexplored tunnels. The foam in the tunnel should communicate with the foam in the wound bed and be easily visible.